Event description:
Additional information: it was reported that the patient presented with a type iii endoleak. Another manufacturer's cuff and the aneurx bifurcated stent graft separated. To repair the endoleak the physician elected to place an endurant cuff and another manufacturer's cuff. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received as follows: it was reported that the endurant cuff and another manufacturer's cuff as well as the aneurx bifurcated stent graft were found to have separated; therefore the physician placed a 32/14/102 endurant aui. The physician performed a fem-fem bypass. It was also noted that during the procedure the thumb wheel of the endurant aui fell off; however, this did not affect the procedure. It is unknown if the delivery system is available for return. No clinical sequelae were reported and the patient is fine.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 17 months ago. Aneurysm morphology was not reported and the aortic neck was short and angulated. It was reported that the stent graft was initially placed low in the aortic neck which resulted in distal migration. Another manufacturer's aortic cuff was used to successfully repair the migration. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Evaluation codes, results/conclusion: (short and angulated aortic neck), (migration), (stent graft placed low in the aortic neck). (Required secondary intervention).